Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lad and one endeavor sprint drug- eluting stent implanted in the lcx. Patient suffered a cva/stroke approximately 32 months post index procedure. The investigator assessed that the event was unlikely to be related to the study device. Patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Manufacturer narrative:
The index procedure was prompted by stable angina.